Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient had emergent exploration surgery post-implant to correct for massive blood loss. Bleeding was due to epicardial tears on the posterior aspect of the heart, not associated with inflow or outflow of the heart. On (B)(6) 2022 the patient experienced atrial fibrillation with a rapid ventricular response and received a bolus dose of amiodarone. On (B)(6) 2022 the patient experienced another atrial fibrillation event and was put on intraventricular (IV) amiodarone. On (B)(6) 2022, the patient had a second-degree atrioventricular block and the electrophysiology department was consulted. On (B)(6) 2022, the patient had persistent bilateral pleural effusions and continued to have increased oxygen demands not requiring intubation. A right thoracentesis was performed on (B)(6) 2022. On (B)(6) 2022, the patient had an implantable cardioverter-defibrillator (ICD) placed. The patient continued to have rhythm changes including an increased amount of second-degree atrioventricular block. On (B)(6) 2022, it was noted that there was a small pocket hematoma present at the ICD incision site when the dressing was removed post-ICD implant, in the presence of an international normalized ratio (inr) of 4.3. On (B)(6) 2022, the patient had increased oxygen demand of 3-7 liters. A chest x-ray showed progression of pulmonary edema. The patient had marked dyspnea at rest. On (B)(6) 2022, the patient the patient experienced atrial fibrillation and then converted back to sinus rhythm (sr). No intervention was required. On (B)(6) 2022, ICD evaluation showed that the patient had non-sustained supraventricular tachycardia (svt) on (B)(6) 2022.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6), and the reported events cannot be conclusively determined through this evaluation. The patient experienced a major infection on (B)(6)2022. Infectious disease was consulted due to the patient¿s increased oxygen demand and respirations. Blood cultures were performed and negative to date. Urine analysis was done and negative. A sputum culture of the lung and lower respiratory tract was performed per thoracentesis and showed many mixed bacteria. The patient was treated with antibiotics. The patient had a pulsatility index (pi) event at 17:43 on (B)(6)2022 and two more pi events overnight. Device evaluation on 23mar2022 showed a non-sustained supraventricular tachycardia (svd) at 14:40 on (B)(6)2022. It was noted that this was unlikely related to the device under study and probably related to the implant procedure. The patient remains ongoing on heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and no further events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 01nov2021. The heartmate 3 lvas instructions for use (IFU) (rev. C) and the heartmate 3 lvas patient handbook (rev. D) are currently available. Section 1 of the IFU, ¿introduction¿, lists cardiac arrhythmias, bleeding, infection, and respiratory failure as potential adverse events that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia as a potential late post-implant complication that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, also lists infection as a potential late postimplant complication. Furthermore, several sections of the hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. Section 6 of the IFU, (under ¿anticoagulation¿), provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information: a small amount of bleeding just superior to the steri-strips on ICD placement incision was noted on (B)(6)2022. The blood was dark and dried. The customer suspected that the bleed was caused by irritation from lvad shoulder bag.